Event description:
The customer reported that the central nurse's station (cns) was displaying a "network disconnect error" message when trying to reboot the device after an ungraceful shutdown due to a power outage. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying a "network disconnect error" message when trying to reboot the device after an ungraceful shutdown due to a power outage. No patient harm was reported. Investigation summary: the cns application requires a network connection to initialize. The "network disconnect" message does not indicate a cns malfunction. Immediately prior to the "network disconnect" message, it was reported that there was an ungraceful shutdown - shutdown not according to the correct procedure. Examples of an ungraceful shutdown are, an incorrect procedure performed by the user, an abrupt power loss from a power outage, an ac outlet failure, a loose cable (environmental), and an unintended shutdown by the user. After performing the complete shutdown procedure, the user was able to resume patient monitoring. The cause of the ungraceful shutdown is undetermined based on the provided information. Service history for this serial is reviewed for any events leading up to the reported issue, and none were found. Subsequently, this cns needed hard drive replacement under ticket (B)(4) on 8/31/2021. Service history for this facility shows no environmental events leading up to the reported issue.

Event description:
The customer reported that their central nurse's station (cns) is displaying a "network disconnect error" after an ungraceful shutdown. No harm or injury was reported. When the power outage occurred, it force shutdown the cns.

Manufacturer narrative:
When the power outage occurred, it force shutdown the cns. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.